Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash with blisters under the ECG electrodes. The patient's physician advised the patient to use otc hydrocortisone cream and powder on the irritation. During a follow-up the patient reported that the irritation was about the same.